Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expire 06/13/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 163mg/dl and 171mg/dl non- fasting. Memory concerns: customer was unable to retrieve the meter's memory but was concerned with the result of 235 and 200mg/dl the customer is unable to retrieve the meter's memory since the s button does not turn the meter on and she did not write it down.